Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The valve was not returned to edwards lifesciences for investigation.  The disposition of the valve was not provided.  Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus.  Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury.  At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   Although the exact cause of the annular rupture is unknown, it appears that patient factors (bicuspid valve, severe annular/leaflet calcification) and procedure factors (device manipulation) may have caused the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device  complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transaortic tavr procedure, post bav, post deployment of a 29mm sapien 3 valve in a 70:30 aortic position, the patient had an  annular rupture.  The patient was converted to surgery and the sapien 3 was explanted and replaced with a 25mm non-edwards valve.  The patient ultimately passed away due to ¿myocardial failure¿.   The patient had a bicuspid aortic valve with annulus area of 591cm by CT.  The native annulus and leaflets were severely calcified, and the root was noted to be moderately calcified.